Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A new contour meter kit was sent to the customer.